Event description:
It was reported that the patient presented in the clinic for a follow up. Interrogation showed the right atrial (ra) lead was over-sensing noise leading to inappropriate automatic mode switch (ams) episodes, as well as atrial pacing inhibition. The ra lead was explanted and replaced with an alternate ra lead. The patient's condition was stable.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a partial lead was returned in one piece. Visual examination found two external abrasions breaching the outer insulation and exposure of the outer coil was noted at the proximal region of the lead. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.